Event description:
Customer was laying in bed, holding the switch when she received a shock. The customer then turned the pad off and noticed that the pillow had burn marks. On being further questioned, the customer stated that the incident lasted only a few seconds. Customer did not seek any medical attention. The product was returned for investigation. The product was approx. 7 years 8 months old when the incident occured. An investigation was done to look into the customers complaint. The inspector observed that the customer had been wrapping the cord under the switch. This caused excessive stress on the cord near the strain relief. This then lead to a cut forming on the cord causing the incident the customer described. The inspector also determined that the customer was laying on pad during use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".